Manufacturer narrative:
(B)(4). The insulin pump received with missing segments due to cracked zebra connector. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, compromised force sensor system, excessive no delivery test and motor test or verify motor error alarm due to missing segments. The motor was tested outside of the device and passed.

Event description:
Information received by medtronic indicated that the insulin pump received motor error alarm. Customer reported that they were able to clear the alarm. They were able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.